Event description:
It was reported that 5 days after the carotid stent implantation in the internal carotid artery, the patient collapsed at home and was transported to the emergency department by ambulance. CT scan at the hospital revealed a large, acute, left hemishpheric, intraparenchymal hematoma. No treatment was provided and the patient died the next day. The physician reported that the patient had experienced hyperperfusion syndrome leading to the intracranial hemorrhage and death. The death certificate lists the cause of death as asystole, catastrophic intracranial hemorrhage, and hypertension. No additional information was provided.

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. There were no reported product deficiencies. The reported patient effects of cerebrovascular accident (hemorrhagic stroke), death, headache, hematomas, hypertension, neurological deficit/dysfunction and hemorrhage are known adverse events as listed in the xact instructions for use. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.